Event description:
It was reported that during an unknown time the device would fail to switch on and when it did it would produce inconsistent skin graft thickness. It is unknown if there was patient impact or delay. Due diligence is in process and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: (B)(6).